Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of leakage was received from the customer. A photo of the material number information was provided by the customer. The customer defect could not be confirmed as a photo of the defect or a physical sample was not returned for investigation. A device history record review could not be performed on model 10013072 because an invalid lot number was provided by the customer. Populated material # 24600-0007. A root cause could not be determined as a sample was not sent in and a full investigation could not be completed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends investigation conclusion: a photo of the material number information was provided by the customer. The customer defect could not be confirmed as a photo of the defect or a physical sample was not returned for investigation. A root cause could not be determined as a sample was not sent in and a full investigation could not be completed.

Event description:
It was reported that the bd alaris¿ infusion set experienced leakage. The following information was provided by the initial reporter: the blue plastic piece that sits above where the tubing is inserted into the pup was dripping the chemo. I had a rn tell me that she recently had an issue when she opened the tubing, that it appeared to be dry rotted. I was not made aware when she noticed it.